Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at that point, it had not relieved the patient's pain. It was not effective at all and the patient still had extreme pain. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were in a lot of pain and had not been sleeping well since the return of pain. The return of pain occurred suddenly on (B)(6) 2016. The pain was running down from their right hip to their ankle. This was the pain that the patient had prior to implant and was the reason for implant. The patient had stimulation on during the morning of the report and it was tingling. The patient had not talked to their doctor about the pain. The patient was on program b and increased both sides of their stimulation up to 4.10v and they could feel the tingling. It was comfortable and was helping the pain a little bit but had not gone away. The patient was going to follow-up with their doctor for next steps. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.